Event description:
It was reported the patient (B)(6) experienced an infection at the scs ipg pocket site (date of event is unknown). As a result, the scs system was explanted and the patient received intra-venous antibiotics. The implant date for the devices below is unknown. Model 3186, scs lead. Model 1192, scs anchor. Model 3383, scs extension.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.